Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 5 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon and inflation lumen identified no issues. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 3mm proximal to the proximal edge of the distal markerband. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found a hypotube kink at 15.3 cm distal from the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination found no issues with the extrusion shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 5 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.